Manufacturer narrative:
As returned the spacer has witness marks around the anti-rotation cut out. These witness marks are indicative of contact with the stem. The spacer was dimensionally inspected and found to be conforming where measured. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for this lot of spacers. The witness marks on the spacer indicates the spacer was not fully aligned with the stem prior to impaction.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the spacer would not engage into the stem. The surgeon stated it did not look as if the spacer was made correctly.